Manufacturer narrative:
Other text: h6: evaluation codes updated. Device evaluation: no product was returned. The reported complaint was unable to be confirmed. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was unable to be completed as no lot number was provided. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was admitted yesterday morning for a stomach ileus issue and does not have an expected discharge date yet. It was also mentioned an issue with patient's tubing last week. Details not provided regarding what the issue with the tubing was. The patient was off the medication for 14 minutes due to this. No reported issues since this. No additional information, details, or dates available. The reported product fault occurs while in use with the patient. The product issue did not cause or contribute to patient or clinical injury.